Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 540 mg/dl and a high level of ketones identified to be life threatening by a health care provider. Cause was unknown. A manual insulin injection was administered in attempt to address bg level prior to going to the ER. Customer was treated with intravenous fluids of saline and insulin while in the ICU. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage.